Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device trace download analysis confirmed the device alarmed power loss alarm, replace battery now alarm, power error and low battery alert. The power management tool confirmed power loss alarm, replace battery now alarm, power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected battery power loss and a pump error. Blood glucose value was unknown at the time of the incident. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.